Event description:
Caller reported an issue with alarm 2 and alarm 26 followed by a recurring occlusion alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller on multiple steps to address the issue, including disconnecting and reconnecting the tubing, delivering boluses, and eventually replacing supplies. The bolus was completed successfully, and the customer was advised to replace supplies as necessary and resume insulin therapy while awaiting additional assistance.